Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was trailing a wireless external neurostimulator (wens). It was reported that when placing the lead and wanting to perform intraoperative tests with the patient to detect if their pain area was covered, there was an error when connecting the lead with the wens and checking the connectivity; poles 6 and 5 were not well connected, which generated bad impedance. The electrode was moved to verify that the error was not due to the wens, but it still showed poor connectivity on the same poles. The end of the electrode was cleaned with gauze to confirm that it was not connected with any secretion, but it continued to show the same error. The healthcare provider decided to replace the wens, but they received the same connectivity error. The patient was not involved in this event since the tablet showed them the error and they did not want to expose the patient to bad stimulation. There was no environmental problem, since the lead was carefully opened and the healthcare providers had experience in handling the lead. The healthcare provider decided to only leave one electrode placed in the patient for the trial, since there was no lead replacement available. The issue was noted as being resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-oct-2026, UDI#: (B)(4) g2: the country of origin is mexico. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.